Event description:
Three minutes after insertion of antiseptic surface catheter a red edema appeared on pt's face. Pt became tachycardic and her blood pressure dropped. Physician suspected that pt had an allergic reaction to catheter. Catheter was removed and pt was given epinephrine. After twenty minutes, her blood pressure recovered. There were no add'l complications.